Event description:
It was reported that the patient did not experience any benefit of therapy since pump replacement in 2010. The patient experienced increased spasticity and underdose symptoms. The previous pump delivered 3000mcg/ml baclofen at 400mcg/day but had been increased to 1700mcg/day with little effect. A dye study was performed and suggested that the pump was not connected to the catheter; there was a disconnection of the catheter at the pump connector. The pump was also showing repeated volume discrepancies when refilled. At one refill the expected residual volume (erv) was 3.5ml while the actual residual volume (arv) was 7ml. Currently a consultant wanted the pump and catheter replaced but was waiting for the surgeon to agree. Patient status at the time of the report was alive with no injury. It was further reported that no liquid could be aspirated during the catheter access port (cap) dye study. Fluoroscopy showed the disconnection and an ultrasound was carried out to check for fluid in the pocket area; however, there were no findings. The customer believed it was a complete disconnection. Conflicting information was provided that there had been no effective control of spasticity since new pump replacement in 2008. Several volume discrepancies during refills were provided including (B)(6) 2013 arv was 7ml and erv was 3.4ml; (B)(6) 2013 arv was 9.5ml and erv was 7.7ml; (B)(6) 2013 arv was 10.9ml and erv was 9ml; (B)(6) 2013 arv was 2ml and erv was 0ml; (B)(6) 2013 arv was 8.6ml and erv was 6.5ml. In this timeframe, the dose had been decreased from 2200mcg/day to 1300mcg/day. The patient was still awaiting a surgical decision/date. The decision was to replace the entire system; however, the date was undetermined. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that expected residual volume (erv) was 0 on (B)(6) and was calculated by the pump. It was noted that there was no refill scheduling issue. It was reported that the revision had not been done at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, product type: catheter. (B)(4).